Manufacturer narrative:
Device passed the displacement, current test and self test. No audio or vibrate anomaly and no unexpected battery power loss anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump did not alarm when reservoir hits 0. Customer¿s blood glucose was unknown. Customer stated that battery symbol was full and the next morning was down one spot as well as an hour later the battery was dead. Insulin pump will not be returned for analysis.